Manufacturer narrative:
(B)(4). The customer reported lot number pe4514; however, this lot number is not recognized by baxter. A batch review could not be performed as the lot number provided is not valid. The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be unavailable for evaluation. A batch review will be performed. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a colleague basic solution set leaked from its needle based y-site. This occurred during priming. There was no patient involvement. No additional information is available.